Event description:
Customer reported receiving weak signal and lost sensor alerts. Customer stated that these alerts were happening all the time. The blood glucose reading was 120 mg/dl. Customer was advised to move the insulin pump to a location away from the cell phone and closer to the transmitter. Customer did receive a new transmitter but had the correct transmitter ID programmed in the insulin pump. She stated that the sensor was bent. Customer also reported that the sensor was giving inaccurate readings. The sensor glucose reading was 110 mg/dl when the blood glucose was 132 mg/dl. Customer was not able to upload her data to carelink. It was also reported that the customer did not follow proper procedure for calibration. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.